Manufacturer narrative:
This report is submitted july 18, 2018.

Event description:
Per the clinic, the device was explanted (date not reported) due to incorrect placement of the electrode array that occurred during initial implantation.

Manufacturer narrative:
Device analysis report attached. The patient was reimplanted with another cochlear device (specific date not reported). This report is submitted on january 10, 2024.